Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that stent strut on proximal rows 1 and 2 were lifted and bent distally. The undamaged distal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12apr2017. It was reported that crossing difficulty was encountered. The 82% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A 3.50 x 24mm synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with a 3.5x26mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.